Event description:
As reported, the end user hospital has experienced air bubbles in the tubing of their radiology convenience kit. The in-line check valves of the tubing set was mentioned as a possible cause of this issue. All used kits have been discarded by the hospital.

Manufacturer narrative:
Although no used samples are being returned to navilyst medical for eval, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).